Manufacturer narrative:
This complaint was received from a clinical study involving a retrospective analysis of neuroblate procedures. This complaint was recently identified during the analysis of the clinical data. The timeliness of this submission is artifact of an old complaint handling process and are now being submitted.

Event description:
It was reported that following a tumor ablation procedure, the patient experienced right sided weakness, aphasia, cognition changes, bilateral deep vein thrombosis, and intracranial hemorrhage. The patient was prescribed 16mg of dexamethasone 4 times daily and 2000mg of lamotrigine twice per day. The event was considered ongoing. Subsequently, the patient died.